Manufacturer narrative:
This report is submitted on may 23, 2022.

Event description:
Per the surgeon, the patient experienced a cholesteatoma (not device related). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 17, 2022.